Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The magnet cap has failed, allowing the magnet to become dislodged.

Event description:
It was reported during cobra fusion catheter manipulation while inserting around pv's, the magnet from the tip of catheter dropped out, it was attached by magnetic tip of introducer set. The procedure was prolonged ten minutes and the case was finished successfully as they were able to finish the lesions. The patient outcome was not affected.